Event description:
It was reported to nova biomedical on (B)(4) 2011 that approximately a month ago, the consumer experienced a hypoglycemic event requiring medical intervention. The consumer alleges having control tested her test strips when they were opened and the test strips controls solution fell into range. The consumer was not able to provide any info regarding the event. This is being reported as an adverse event under the FDA medwatch regulations. The meter in question will be returned for eval. The test strips were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.